Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a rotator cuff repair surgery the anchor broke. All fragments were removed from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation cannot be confirmed due to the anchor not being returned. One unpackaged ar-2324bcc-1 biocomposite swivelock was received for investigation. Visual evaluation of the returned device noted the anchor and eyelet were no longer assembled to the device and were not returned for evaluation. Functional testing was not performed due to the missing components. The bone quality of the patient and the information of the instrument used to prepare the bone socket for insertion of the implant were not provided. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion and/or improper bone prep.